Event description:
Medwatch received states: "IV tubing leaked upon initiation of IV therapy". The customer stated that there was no pt harm or medical intervention. Although requested, no further pt or event details were provided.

Manufacturer narrative:
(B)(4). The customer stated that the set was discarded. The customer's report of set leaked could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.